Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, it was unknown if the issue was identified while the system was in clinical use, but no patient or user harm was reported to philips. Follow-up with the customer confirmed that the third-party schwarzer ECG computer did not boot up successfully. There was no reported issue with the philips system. The issue was solved by the third-party subcontractor service; no on-site work was performed by philips as the quote for philips servicing was cancelled by the customer. After service by the third-party contractor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was verified that the product associated with the complaint is not a philips device (and not a device that philips is a distributor or importer of). This device is out of scope for complaint reporting as it does not constitute a philips device, nor is it used in, with, or as a philips finished product. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.